Event description:
The autopulse platform (B)(6) is not working. When the device was turned on during shift check, the back light of the display lights up, but there is nothing displayed on the screen, and a clicking sound is heard. No patient involvement.

Manufacturer narrative:
The customer reported complaints that the display screen of the autopulse platform (B)(6) is blank and of a clicking sound upon power up were confirmed during functional testing. The root cause for the reported complaints was a failure of the processor board. The autopulse platform failed functional testing. After switching on, the brake clicked and the display showed nothing, thus confirming the reported complaint. The processor pca assembly will be replaced to remedy the problem. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with (B)(6).

Manufacturer narrative:
H11 (provide narrative/ data) was updated. The customer has refused the repair. The device was returned to the customer unrepaired and labeled "not for human use".